Manufacturer narrative:
The country of origin is (B)(6).

Event description:
The initial reporter received questionable ise indirect na, k, ci for gen.2 results from the cobas 8000 cobas ise module analyzer. The following are questionable potassium results: the initial result line 2 was 6.18mmol/l. The repeat result line 1 was 8.64mmol/l and the automatic repeat result was 8.44mmol/l. The repeat result line 2 was 6.18mmol/l. It was unknown if the questionable results were reported outside the laboratory. The potassium electrode lot number and expiration date were asked for but not provided.

Manufacturer narrative:
Calibration and qc associated with the event were acceptable. Multiple analyzer alarms regarding sample aspiration, ise noise, and voltage errors were issued by the analyzer around the time the questionable results were obtained. The investigation did not identify a product problem. The specific cause of the event could not be determined.